Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a watchman procedure, a versacross connect solution kit was selected for use. However, just prior to going transseptal, the pigtail radio frequency wire entangle with an existing right atrium pacing lead in the right atrial appendage. It was confirmed there were no there was no issue with the product. The physician was instructed to use the j-wire if lead were present however he chose to use the pigtail wire and was trying to access the superior vena cava (svc). There was no difficult anatomy noted during the case. The wire was not kinked. The wire did cross the septum and was removed from the body and procedure was completed successfully. Since the radio frequency pigtail wire dislodged the right atrium lead which had to be replaced the next day with a non-boston scientific device. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.